Event description:
It was reported that (4) tct75 were used during a unknown procedure. It was reported by the rep that the surgeon attempted to fire four tct75's during procedure and all "stuck" 1/2 way through firing. The device would not fire completely. It is unknown how the case was completed. There was no consequence to pt.